Event description:
It was reported by the user site that prior to a selenia dimensions mammography system patient exam on (B)(6) 2025, the gantry of the device shook while in an upright position while taking images. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and discovered loose bolts in the vertical travel assembly. The fse removed the bolts, cleaned the system along with the removed bolts, and reinstalled the bolts with loctite. The fse tested the device afterwards and verified that the system is now operating according to manufacturer specifications. No further information is currently available.